Event description:
Customer reported via phone, she was having issues with the sensor. Then she mentioned she had experienced low blood glucose, which might have been in 50 mg/dl range. Customer treated with juice and suspended the insulin pump for 20 minutes. Customer declined any troubleshooting. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.